Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for, as well as a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The submitted log files were unremarkable. The pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulant treatment as well as the recommended international normalized ratio (inr) ranges. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction,¿ lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ provides information regarding anticoagulant treatment as well as the recommended international normalized ratio (inr) ranges. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the abdominal pain was due to colonic diverticulosis. Diabetic neuropathy and cholelithiasis also could have contributed. The patient continued to have intermittent abdominal pain which was not pump related. The patient's fluid volume was stable. The cause of the pulsatility (pi) events was the patient being dry secondary to diabetes insipidus. Echocardiogram observed mildly reduced function of the right ventricle (rv) as well as atrioventricular valve (av) opening with each beat. The plan of care included medical management and supportive care. Patient was given care instructions for diverticulitis and would establish with local endocrinologist for blood glucose management. The patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient admitted in clinic on (B)(6) 2021 with complaints of abdominal pain (mainly in the right upper quadrant) for 2-3 days prior to admission. The patient denied any nausea, vomiting or diarrhea. He described some hematochezia. The patient was seen by endocrine for persistently high blood glucose and was scheduled for an echocardiogram. Log file analysis captured 124 pulsatility index events that were occurring on (B)(6) 2021 from 6:21:29 to 13:45:01.